Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture, failure to sense and low pacing impedance. The rv lead was explanted and replaced (B)(6) 2025. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture, failure to sense, and low pacing impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. X-ray examination found the over torqued inner coil at the connector region. Electrical testing found internal shorts between the conductors due to the damaged inner coil consistent with procedural damage. No indication of conductor fractures was found.